Manufacturer narrative:
Review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
A gore acuseal vascular graft was implanted on (B)(6) 2013. The physician reported the graft thrombosed. The physician reported it was due to patient issues, not the graft. The patient's vessels went into spasm during the procedure, making them tiny. The physician attempted to enlarge the vessels by using sponges soaked in warm saline and also sprayed nitroglycerin on the vessels to no avail. These steps were taken due to the hospital being out of papavren. The physician performed a thrombectomy on the acuseal vascular graft and then ran a short jump graft to the axillary. The acuseal vascular graft remains implanted.